Event description:
Meter name: one touch profile, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: blurry vision. A patient reported they were seen in dr's office. Their meter allegedly would display missing segments. The result on their meter was 474 mg/dl, thinks this was the reading, can't really remember. The result on the dr's meter was unknown. The time difference between patient's meter and dr's meter was unknown. Treatment was insulin on a sliding scale, but dr didn't change any medications at time of visit. No further information has been reported.